Event description:
It was reported that prior to a breast biopsy procedure, received a green cable error code. They checked the cable and noticed that the dc adapter had completely broken off of the device. The case was cancelled and the patient will be rescheduled. The patient was not yet in the room.